Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 15mm in length, eccentric, restenosed target lesion was located in the moderately tortuous, moderately calcified, and 3.5mm in diameter left circumflex artery. A 16 x 3.50 promus premier¿ drug-eluting stent was advanced but significant resistance was met. The device was removed and it was noticed that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.